Event description:
Analysis on the suspect device was completed. No other relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported during the patient's battery replacement that high impedance was seen with the new generator. Impedance levels were unable to be checked prior to the replacement as the patient's previously implanted device was completely depleted. Diagnostics were performed with a test resistor and diagnostics still showed high impedance. As a result, a backup generator was used and the impedance was within normal limits. The suspect device was received, however product analysis is still underway. No other relevant information has been received to date.